Event description:
It was reported that the anvil did not open after the 5th firing when loaded with a green reload. The device could not be removed from the tissue. Two other firings were made around the anvil and the device was successfully removed from the pt.